Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl. Customer was in emergency room. The customer also stated that they had symptoms like nausea and pneumonia. The customer was treated with shots, bolus and nausea medicine with intravenous. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.